Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the presenting electrogram showed three episodes of pacing inhibition on the right ventricular (rv) channel. It was noted that the inhibition was due to av search and no apparent underlying rv rhythm. The clinical observations were documented. No adverse patient effects were reported.